Manufacturer narrative:
A ge service rep performed an on site investigation. The iris clutch and linkage were repaired during the service call.

Event description:
The customer reported that the 9600 system locked had a iris potentiometer error message. No pt injury was reported.